Event description:
It was reported that shaft break occurred. During preparation of the device, the physician took the balloon out of the loop in the hypotube. It was noticed that the shaft separated where the hypotube meets the balloon. The procedure was completed with another of the same device, no patient complications nor injuries were reported.

Event description:
It was reported that shaft break occurred. During preparation of the device, the physician took the balloon out of the loop in the hypotube. It was noticed that the shaft separated where the hypotube meets the balloon. The procedure was completed with another of the same device, no patient complications nor injuries were reported. Returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination revealed the hypotube is separated 51.9cm from the hub. Microscopic examination revealed that the tip is damaged and the balloon is loosely folded. There is blood present in the balloon, inflation lumen, and hub. Inspection of the remainder of the device presented no other damage or irregularities.